Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a ''sysyem failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6:device problem code. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data log suggesting that insufficient oxygen was available to the device or the supply was occluded. The device was put through extensive testing including full functional testing and stress test without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a ''compressor failure-1001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.